Event description:
Medtronic received information that damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Z-0955-2020. (B)(4). Sw = 4.10c. A tiny piece of the front left side of the retainer ring chipped off and is marked by a barely visible crack. The unit was also received with a crack on the battery tube. Inserted a test p-cap into the retainer ring, and it did lock into place properly.